Manufacturer narrative:
D10): device returned to manufacturer on 10 march 2020. H6): method, results and conclusions codes now populated after device evaluation completed. Device evaluation: the quick-cross select device was evaluated by a cross functional engineering team on 12 march 2020. Two device portions were returned to the manufacturer. The device had been pulled apart into two portions, the break occurring 20 cm from the distal tip of the device. The distal end of the device had a snare present and attached to this portion (the snare reportedly retrieved the remainder of the device during the procedure). Each portion, where it had been pulled apart, was jagged and uneven in shape. A kink was present on the proximal end of the distal portion of the device. Although how the device break occurred cannot be determined, it was reported that there was a heavily calcified lesion in the "patient's" tibia. The device likely broke in two after being caught on an object during the procedure.

Manufacturer narrative:
H6): conclusions code 22 has now been populated in this supplemental #2 report (in supplemental report #1, conclusions code 61 was used). When the team completed the written evaluation on 17 march 2020, the risk documents and the device's instructions for use (IFU) had been reviewed. This failure mode is listed within the risk documents and within the IFU. Therefore, this reported event is a known inherent risk of the device.

Manufacturer narrative:
Patient information unavailable. The device model number, lot number, expiration date unavailable. The device manufacture date is unavailable because the lot number is unavailable.

Event description:
A peripheral vascular intervention commenced to treat a heavily calcified tibial lesion. A spectranetics quick-cross select device was used. During the procedure, the tip of the quick-cross select became stuck in the lesion and a portion broke off in the patient's leg. The physician was able to retrieve the portion and the procedure was stopped due to the lesion being too heavily calcified. There was no reported patient injury. The manufacturer is awaiting return of the device for evaluation, but has not received the device back at this time.

Manufacturer narrative:
After device evaluation photos were reviewed by philips research and development (r&d) engineer, it was determined that this device is a quick-cross support catheter and not a quick-cross select support catheter, as initially reported. Device model number and lot number continue to not be available, as documented in the intiial MDR. An email was sent from r&d engineer to postmarket surveillance and quality engineering, communicating this finding on 23 mar 2020. D1): device brand name corrected. D2): common device name corrected. G5): device 510k unavailable because device model number unavailable.